Event description:
It was reported to gore that on (B)(6) 2010, a pt underwent multiple, consecutive procedures, including an abdominal hysterectomy, an anterior colposuspension (burch type) and sacral colpopexy procedure for the treatment of menorrhagia, ademonysis, cystocele, rectocele, urinary stress incontinence and vaginal prolapse. Gore dualmesh plus biomaterial was reported to be used in the sacral colpopexy procedure. The pt alleges to have suffered injuries including but not limited to pain and bleeding due to alleged mesh device erosion and has undergone two subsequent procedure (on (B)(6) 2011 and (B)(6) 2012) whereby the device was removed.